Manufacturer narrative:
Section d4, catalog number and primary UDI number were updated. Calibration was last performed on 16-apr-2025 with acceptable results. Qc results were outside of the acceptable range. The customer used a centrifugation time of 5 minutes. This time is too short. The field service engineer (fse) found the cell rinse levels were high and the cells were overflowing. The customer had replaced the cells and completed a cell blank measurement. The fse adjusted the main pump pressure and the cell rinse levels. An instrument check and precision checks were acceptable. The customer performed acceptable qc. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The crep2 reagent lot number was 84777701 with an expiration date of 30-sep-2025. The competitor method was I-stat.

Event description:
The initial reporter complained of instrument alarms on a cobas c 303 analytical unit. During troubleshooting, a discrepant result for 1 patient sample tested for creatinine plus ver.2 (crep2) was identified. The initial result was 0.253 mg/dl. The sample was repeated by a competitor method, and the result was 1.2 mg/dl. This result was believed to be correct. The questionable result was not reported outside of the laboratory.